Manufacturer narrative:
Event was previously reported under medwatch uf/importer report # (B)(4). There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had an artificial urinary sphincter (aus) placed last year. It had been functioning appropriately this year when he developed dysuria especially at the tip of his penis after urination. A cystoscope performed in the office found the device cuff had erosion, therefore an explantation was performed. No further information was provided.